Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Replaced lower housing for sticky claws, replaced bent tube drive, front cover bottom front corners cracked, rear case bottom front corners cracked, damaged left iui, flange gripper wiper seal cracked. Calibrated. There was no patient involvement plunger stuck, doesn't move well- (B)(4). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. (B)(4).